Event description:
Patient was scheduled for a pocket revision to move ipg to a new location. It was identified that the ipg had become encapsulated with patient tissue, so an explant was performed instead .

Event description:
Patient was scheduled for a pocket revision to move ipg to a new location. It was identified that the ipg had become encapsulated with patient tissue, so an explant was performed instead .